Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lot 83102fn00. The complaint trending report review determined that there are no trends for the issue. Historical performance in the field of the reagent lot using world wide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Reproducibility testing of the sample at the reference laboratory returned similar results to those obtained by the customer (values not specified). An hbsag addition test indicated a decreased result suggesting the presence of anti-hbs antibody and treatment with heterophilic blocking reagent also showed a decreased result. Based on the investigation no product deficiency was identified for architect anti-hbs, lot 83102fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported (B)(6) architect anti-hbs results on one patient. The results provided were: (B)(6). There was no reported impact to patient management.